Event description:
It was reported that pump displayed malfunction alarm that could be reset, but customer was unable to charge pump and troubleshooting did not proceed. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back when able to charge pump, and case was later closed as resolved by technical support, with no additional outcome details provided.